Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant, the atrial lead exhibited loss of capture. After running tests again, atrial capture was observed. The patient was scheduled for regular office follow up visits.